Event description:
It was reported that the ilet user attempted an infusion set and cartridge and deployed the infusion set incorrectly, progressing through steps out of order and resuming insulin therapy despite incomplete setup, followed by discontinuing the coaching call. No reported hypoglycemia, hyperglycemia, or other adverse clinical effects. Outcomes included no hospitalization, no emergency treatment, and no device alarms. Investigation included remote troubleshooting and education provided by support personnel. Investigation of this case revealed user handling and use errors leading to incorrect infusion set deployment or connector attachment. It was concluded, based on previously established findings for similar reports, that the cause was user error during infusion set application and setup.